Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the converter failure due to the deterioration and/or the wear of the component of the converter by repeatedly long-term use because over twelve years had passed from the subject device had been manufactured. Also it was considered that when the converter had failed, the overcurrent occurred then the fuse blew out.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turn the power on during the unspecified procedure. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the converter had failure and the fuse had blown out. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.